Manufacturer narrative:
The concerned device was requested for investigation. Investigation results will be reported in a follow up report.

Event description:
It was reported that during transport of a patient inside of an elevator, the ventilator stopped ventilating and no alarm was heard. The display showed a hint to call service. No injury reported.